Manufacturer narrative:
Evaluation summary: we checked the returned product and even when we tried to operate the glasses (handle part) in hand, it did not open or close. There was blood stuck inside the sheath of the cup (tip), and after removing it, the glasses (handle) opened and closed when operated. Blood was also stuck to the cup and wires in the cup, but it did not affect the opening/closing operation. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was blood and mucous membranes entering and sticking to the sheath of the cup. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured yoshikawa kasei on 13-jan-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-jan-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Used to stop bleeding during colorectal esd. The cup opened and closed until the second time, but stopped opening and closing during the third hemostasis. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Additional information indicated that the procedure was continued and completed using alternative product. This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.